Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable device revealed that the tip of the waveguide was broken off. The broken piece was not returned. Visual inspection revealed battery contact pins # 14, 15 and 16 on the post-mitigation pin pad were damaged. The device had been used in a procedure. The reported condition was confirmed. Investigation personnel performed functional testing on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but immediately returned a red light emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. This characteristic indicated that the device was not functional. The waveguide had its tip missing, and the missing piece was not returned. Investigation personnel concluded that the titanium waveguide was in use when it cracked and broke off and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. During use. Investigation personnel found out that the pins # 14, 15 and 16 were bent on the post-mitigation pin pad. This failure is not a supplier or manufacturing defect as the device would not have passed final functional testing on the production line prior to shipping as the production line does an inspection and testing of all dissectors. User damaged contact pins are addressed in the instructions for use (IFU) which warns customers to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The cause of the failure was determined to be the damaged dissector battery contact pins and the damage can be attributed to the user because the device had been used in a procedure. The dissector battery contact pin pad on this device is a new design intended to drastically minimize the occurrence of bent pins. The IFU advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. The IFU also provides specific instructions for attaching the battery pack to the dissector to avoid damaging the contact pins from improper attachment. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the video partial colectomy procedure, the clamp stopped working and waveguide broke off. Nothing fell into patient's cavity. The generator and battery were changed, but it still did not work and did not turn on any light. There were no error tones heard or red lights observed. To finish the procedure, the device was replaced by another one that worked without intercurrences. There was no patient injury.